Event description:
Physician attempted to deploy a resolute integrity 2.75x12mm drug eluting stent. Target lesion was in the proximal right coronary artery. Lesion was severely tortuous, severely calcified and had 90% stenosis. Lesion was 2.75mm in diameter and 12mm in length. Lesion pre-dilation was not performed. Resistance was encountered when advancing the resolute integrity stent. Stent could not cross the lesion. Stent dislodged from catheter during removal from the proximal rca. It was reported that it was is possible the stent got caught on the proximal lesion in the artery bend. Stent remained in the proximal rca undeployed after it dislodged from the stent balloon. Patient went to pre-planned bypass surgery for three vessel disease with multiple bypass performed. Patient coded in the ICU and died in the ICU. Cause of death was status post cardiac arrest, non-sustained ventricular tachycardia (nsvt) and occlusive cad.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent embolization, mi, death). Patient¿s condition affected effectiveness of device (lesion morphology - 90% stenosis, severe calcification and severe tortuosity). No results available since no evaluation performed (device or procedural images not provided for review). None (device not returned for evaluation). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology - 90% stenosis, severe calcification and severe tortuosity). Inherent risk of procedure (stent embolization, mi, death). (B)(4).